Event description:
The customer reported that while running a hepatitis core assay using summit sample handler there were bubbles in well positions d1-h1. No error message was generated. An othro field service engineer was dispatched. No death or serious injury was associated with this event.